Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one x-port isp attached to a groshong catheter was returned for evaluation. Functional, gross and microscopic visual evaluation were performed. The investigation is confirmed for the identified catheter fracture and deformation due to compressive stress as minor kink was noted approximately 1.4cm from the distal end of the cath-lock. Furthermore, a split was observed near the site of the kink. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The catalog number identified has not been cleared in the us, but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510k number for the x-port isp implantable port, groshong single-lumen, 8f products is identified in procode and PMA/510k.

Event description:
It was reported that some time post port placement, the device was suspected to be defective. There was no reported patient injury.